Event description:
The following complaint was reported: pressure sore to anal area - damaged red area, grade three, but difficult to grade due to not being able to view internally. Patient was immobile with tracheostomy and clinically obese and not sat out. Patient had extremely poor skin integrity and a very complex medical history, flexiseal was inserted for the containment of diarrhea.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Device was removed (B)(6) 2013, was blocked with build-up of stools, it was decided not to put back in and treat diarrhea with medication. No additional patient/event details have been provided to date. The lot number provided was incorrect and could not be confirmed. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.